Event description:
It was reported that the controller was dropped 'like a month ago,' they cannot charge the implanted neurostimulator. Patient stated they have been trying to call in but nobody has been picking up. Patient mentioned they have a problem with their hands so the controller was accidentally dropped when they were trying to charge (agent did not attempt to confirm if this was during controller charging or ins charging). Patient confirmed no visible damage to the controller battery compartment but stated the battery pack looked 'a little broken' as well. Patient then stated they need someone to check their implanted battery because nobody has in 2 years. Patient stated they've tried calling implanting doctor, dr, but have been unable to reach them, but will keep trying. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller, battery pack, along with t he recharger. Caller stated they received the replacement equipment but they don't know how to pair it. Agent walked caller through pairing and starting a charge session; confirmed batteries (49) recharging excellent; controller is 100 % and ins is red/empty. Agent instructed caller to charge ins to full and turn therapy on. Patient reported the recharger is getting very hot when trying to charge their ins. Agent attempted to inquire event date twice but patient did not provide a response. Patient stated they will keep trying to get ahold of dr. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.